Event description:
The customer reported inaccurate readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Initial reporter phone # exceeded the maximum allowable characters, phone # is as follows: (B)(6). Device not returned.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: rg22 4dq initial reporter phone # exceeded the maximum allowable characters, phone # is as follows: (B)(6).

Event description:
The customer reported inaccurate readings. No patient impact or consequences were reported.